Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any manufacturing nonconformities issued to the reported lot that would have influenced the reported events. The reported patient effect of hemmorhage as listed in the steerable guide catheter instructions for use, u.s. (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported hemorrhage was due to procedural circumstances. The hospitalization and additional therapy/non-surgical treatment were a result of case specific circumstances as the perforation was treated and resolved. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip referenced is filed under separate medwatch report number.

Event description:
This is filed to report the bleeding at the groin. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 4. Visualization was difficult due to the tortuous esophagus. The clip was advanced to the mitral valve, the gripper arm would not drop, it was stuck. Troubleshooting was performed, the gripper arms dropped and the clip was implanted. A total of two clips were implanted, reducing mr to 1. The following day on (B)(6) 2020, unfortunately the groin was mismanaged, and the patient had a big bleed. The bleeding was resolved; however, it is unknown how it was treated. The patient was expected to be discharged on (B)(6) 2020. No additional information was provided.